Manufacturer narrative:
(B)(4). Method: the mr850 humidifier used in the reported incident was not returned for evaluation and as far as we can ascertain the hospital continues to use it. Our analysis is accordingly based on the description of events and our knowledge of the fisher & paykel healthcare (fph) products involved. We did not retrieve the rt124 circuit and mr225 chamber for evaluation as the hospital has not made them available. However, there is nothing in the description of events to suggest that they had malfunctioned in any way. Results: questions were sent to the hospital in an attempt to discover the nature and location of the alleged injury to the infant, but they have not supplied us with any details, other than to confirm that the baby had recovered. From the information supplied it appears that the mr850 may have initially been set up without the water chamber present or without water in the chamber. They have also commented that the patient end temperature probe may not have been in place. Conclusion: there are no concrete details about the set up and operational alarms at the time of the reported incident. It has been reported by the hospital that the humidifier reading was between 42 and 43 degrees celsius. The humidifier will immediately alarm if at any time the displayed temperature exceeds 41 °c, or if the airway temperature exceeds 43 °c. If either of these high temperature alarms occur, the humidifier will immediately shut down the heater wire and heater plate. The customer has also reported that the patient end temperature probe may not have been in place. We would expect the humidifier's chamber probe & airway probe indicators to turn on if either chamber or airway probe was not inserted into the breathing circuit. These indicators are used to show that either the chamber probe or airway probe is not inserted into the breathing circuit correctly. On start-up, and during rapid changes in temperature, the humidifier tests to see if a probe is in place by cooling and then heating the probe. If the humidifier finds that either probe is not inserted into the breathing circuit, an alarm is generated and the humidifier will enter stand-by mode. During this alarm the humidifier will initiate a probe-out test periodically, or a test will be initiated immediately after mute has been pressed. In the absence of any further information being provided by the hospital, we are unable to determine exactly what has occurred or the extent of any injury to the infant. Following this incident, the hospital requested that fph provide additional training for their staff. An fph representative has subsequently visited the hospital and conducted three training sessions with 15 hospital staff members. Swing tags have also been offered to the hospital as an aid to instruction and troubleshooting. Device still in use at hospital.

Event description:
A hospital in (B)(6) reported that an infant acquired a burn injury as a result of incorrect set-up involving an mr850 respiratory humidifier and an rt124 infant continuous flow breathing circuit. We have subsequently been informed by the hospital that the baby is "well recovered" and that the attending plastic surgeon "thinks there will be no lasting damage".